Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review of the device(s) involved with this reported event found there were no non-conformance's identified to be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope, two tip-up fenestrated graspers, long bipolar grasper, cadiere forceps, curved-tip stapler 30, sureform stapler 45, sureform stapler 60. A site history review found no complaints were received for the instruments used during the procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent a pulmonary lobectomy and the robotic portion of the case went well with no issues. Unfortunately, an injury to the pulmonary artery occurred while trying to retrieve the specimen with a large endo catch bag. This occurred while the robot was partially undocked and a robotic instrument through a remaining port was used to try and control the vessel after the bleeding began. The patient had a significant blood loss, required an open thoracotomy, and eventually died a few days later. No allegations were made regarding any intuitive surgical products or instruments. Based on the information provided in the summary of events, no intuitive surgical products or instruments contributed to this event. Section b2 patient age: estimated - patient noted to be in their 50's, exact age unknown.

Event description:
It was reported that at the conclusion of a da vinci-assisted pulmonary lobectomy, when a third party endo catch specimen retrieval bag was inserted, the pulmonary artery (pa) was damaged causing significant bleeding and hypotension. The patient ultimately expired five days post-operation. The surgeon reported that the robotic procedure went well with no da vinci system issues and some of the da vinci arms were already undocked at the time of the event. The surgeon remained at the surgeon side console using the da vinci for vision and at least one [unspecified] instrument to help manipulate the lung lobe into the bag. Placement of the 15mm retrieval bag blocked the surgeon¿s vision, therefore it was removed, after which the pa started bleeding. The surgeon compressed the pa with the available da vinci instruments and then converted to open thoracotomy. The surgeon observed a large tear that was not on the staple line or on any part of the pa that a da vinci product interacted with. The surgeon stated he thinks the bag caused the tear as it was downstream and distal to where the lobectomy was performed. The tear was repaired successfully. Post-operative, the patient could not move the left arm effectively and images confirmed a stroke. The surgeon stated that the patient had experienced a cardiac injury due to the extended hypotensive period. The patient became less responsive over the next couple days and the patient's family elected for comfort care and the patient later expired.